Manufacturer narrative:
(B)(4). Concomitant medical devices: item 00585002014 lot 63955585; item 00585001296 lot 64535490; unknown tm sleeve; unknown bone cement. Foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left total knee arthroplasty performed on an unknown date. Subsequently, the patient was revised due to loosening of the femoral component. During the revision, it was noted that the cement mantle fractured approximately 2cm from the distal end with the remainder of the cement mantle intact. The femoral component was replaced without complication. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Revision operative notes were provided that femoral component loose, cement mantel fractured, femoral component removed, and remaining components intact and in good shape. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.